Event description:
It was reported that the patient presented for a follow-up in clinic with infection, skin erosion and the skin of the device pocket appearing red and experiencing discharge. The device and leads were visible through the skin at the implant site. The implantable cardioverter defibrillator (ICD) was explanted and replaced while both the right ventricular lead and right atrial lead were capped and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received indicates that part of the right ventricular (rv) and right atrial (ra) leads that were capped were returned to the laboratory for analysis.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Correction: section d9: added the date returned to manufacturer, which was 22 sep 2025.